Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavar, a 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 6.9mm x 7.5mm, mild concentric posterior calcification, posterior wall calcification, no tortuosity, and a deployment depth measurement of 3.5cm + 1cm. A central access was gained by multiple stick attempts, no ultrasound or micropuncture was utilized. Procedure requirements listed in the IFU state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. No issues were encountered advancing or withdrawing the procedural sheaths. Hemostasis was immediate. Following deployment, a post angiogram indicated a possible dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician successfully deployed a contralateral balloon to treat the dissection. The patient was transferred to the cicu; and was scheduled for an ultrasound for a possible pseudoaneurysm. No further information was submitted regarding a pseudoaneurysm. While the patient was in cicu, the patient coughed, displacing the manta. The physician ballooned the artery and decided it worked. Post procedure care guide states to support the access site when coughing by applying pressure with your hand over the bandage; and to avoid vigorous activity or straining. It is believed that the device performed correctly; therefore, no device failure due to hemostasis was achieved. The coughing following hemostasis disturbed the natural clotting occurring at the access site. The instructions for use identifies other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as an adverse event.

Event description:
As reported: the patient coughed and displaced the manta. The physician ballooned, and they decided it worked. Additional information received on 02dec2021: during a tavr heart valve placement, multiple attempts were used to obtain access. No ultrasound or micro puncture was used to gain access. Access was in the right cfa and located centrally in the vessel. The right cfa measured 6.9mm to 7.5mm with very little concentric posterior calcification and no tortuosity. Manta depth was measured at 3.5 + 1 = 4.5cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, act was 350, heparin was administered at the beginning of the procedure, and 80mg of protamine was administered intravenously before closure. Time to hemostasis was immediate. A post angio was taken after manta deployment, and the physician commented on a possible dissection in the vessel. The physician did deploy a ptca balloon to treat the vessel. The patient was moved to the cicu and was told that the patient was scheduled for an ultrasound for a possible pseudoaneurysm. Current patient condition is reported as fine.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.